Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem, unknown shell, unknown .head this investigation is still in process. Once the investigation is complete a follow-up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-05662.

Event description:
It was reported that a patient was revised due to recurrent dislocation approximately 2 years post initial implantation. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
This follow up report is being submitted to relay corrected and additional information. The reported event could not be confirmed as the product was not returned, no visual and dimensional evaluations could not be performed. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Unable to perform a complaint history review based on the provided information. Root cause was unable to be determined as the information provided was limited. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately 2 years post-implantation due to recurrent dislocations. It was noted that the dislocations would occur most often during exercise, extension or while sleeping. During the revision procedure the head and liner were removed and replaced. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow up report is being submitted to report additional information concomitant medical products- part 13-104148, name: m/h 3hole rlc shl nrs 48mm/l22, lot 194390; part: 51-108060, name: tprlc133 mp t1 pps so 6x97.5mm, lot: 2946604; part: 163662, name: 28mm mod hd std neck tp1 taper, lot: 135630. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.